Manufacturer narrative:
No patient involved. A manufacturer representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional with no issues. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside of procedure. It was reported that the system does not reach to fully up position. No patient present at the time of event.